Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operating methods. The sample was not received in the teleflex lma packaging and was observed to be used. The airway tube of the device was observed to be yellowish due to multiple uses. The device was functionally tested and there was no blockage detected. The device inflated and deflated smoothly for several cycles. The reported defect was unconfirmed. The customer is reminded that the lma proseal is re-usable and warranted against manufacturing defects for forty (40) uses or a period of one (1) year from the date of purchase (whichever is reached first).

Event description:
The event is reported as: the customer alleges the cuff does not deflate smoothly while testing. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the cuff does not deflate smoothly while testing. There was no patient involvement reported.